Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 1/15/2024, it was reported by a sales representative via email that an ar-3636h self bunching 1.8 knotless hip fibertak repair stitch broke while shuttling through the knotless mechanism. The surgeon had to cut the stitch out. The anchor used to complete the case was another ar-3636h self bunching 1.8 knotless hip fibertak. This was discovered during a hip labral repair procedure on (B)(6) 2024. Additional information received on 1/31/2024: there was no delay in the case and the patient did not experience any adverse effects.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to prying/leveraging the device during insertion.